Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00631005032 lot number: 63751450 brand name : xlpe liners, catalog number: 00620005022 lot number: 63394825brand name : trilogy cups, catalog number: 00786201400 lot number: 63674996 brand name : versys fm taper. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2018 -06940, 0001822565 -2018 -06941, 0001822565 -2018 -06942. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in patient.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient underwent treatment for infection approximately 40 days post implantation.no revision has been reported to date.attempts have been made and additional information on the reported event is unavailable.